Event description:
Case 4: a (B)(6) man with treated hypertension was admitted to our hospital with sah. A ruptured anterior communicating artery aneurysm was clipped via left peritoneal approach. Postoperatively he developed meningitis attributable to ventricular drainage through the left frontal burrhole and a vp shunt was placed 4 weeks after aneurysm clipping. The shunt catheter was inserted in the right posterior horn of the lateral ventricle. The operative procedure was uneventful, and head CT performed 6 days later disclosed normalization of the ventricular size without hematoma. CT acquired 13 days after the operation revealed a subcortical 2.0 x 1.7 cm hematoma along the catheter, but no neurological deficits (fig. 2d, e). No obvious microbleeds or lesions were detected by postoperative mr imaging including t2-weighted gradient echo sequences (fig. 2f).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).